Event description:
A healthcare facility in foreign country, reported via a fisher & paykel healthcare representative that an rt340 adult dual-heated evaqua breathing circuit developed a leak after 3 days of use. The hosp further reported that nebulized drugs were used in the therapy. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare ('fph') by a healthcare facility in other country. The subject rt340 evaqua breathing circuit was recently returned to fph for investigation. A thorough investigation into the root cause of the reported breathing circuit leak is currently underway, results of which are not yet available. We have received 2 other complaints of this nature involving the rt340 evaqua breathing circuit, both of which occurred at the same healthcare facility. We believe the root cause of this incident (as yet unidentified) to be similar in nature to the previously reported incidents. To the best of our knowledge, we have not received any other complaints of this nature involving the rt340 evaqua breathing circuit other than the above mentioned. We are unable to perform a lot check as no specific lot info has been provided. We will provide a follow-up report upon receipt of the info requested and following completion of the analysis.